Event description:
During verification of a front panel "pca" just installed in a device, the nellcor puritan bennett svc rep noted that the "hip" alarmed setting would not go below 18 and observed that the "hip" setting rose from a set value of 20 up to 30 on it's own.